Event description:
Ous MDR - after an implant duration of about 11 months, a sudden rise in ventricular threshold with inappropriate shocks were reported. The clinic suspects a subclavian crush syndrome. The device was explanted.